Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the first reload was fired completely. The device operator fired a second reload and it seemed to have fired completely to the end. When they went to pull back the return knobs, the I-beam became stuck in the middle of the reload and it was impossible to remove. The reload had to be cut out from the patient resulting in tissue loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one handle and one reload. Visual evaluation of the photos received found that the instrument cover tube was broken at the point where it meets the rotation collar. In several photos the reload appears to be clamped on tissue with the knife bar at the 2cm cut line. Several other photos show the reload with the jaws open and staples protruding at the 1cm cut line. Engineering evaluation determined that the devices received for evaluation were not the devices depicted in the photos. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with post market vigilance representative reloads. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack, and a set of sheared teeth was observed on the firing rack. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload both opened by the account and twenty-one photographs received from the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. Visual evaluation of the photos received found that the instrument cover tube was broken at the point where it meets the rotation collar. In several photos the reload appears to be clamped on tissue with the knife bar at the 2cm cut line. Several other photos show the reload with the jaws open and staples protruding at the 1cm cut line. The reload was received partially fired to the 1 cm cut line with protruding staples in varying states of formation in the distal end of the cartridge. Engineering evaluation found that the proximal cover tube was gouged and scratched indicating some manipulation may have occurred with this reload. Engineering was unable to determine why the firing cycle was halted but concluded that the partially formed staples in the distal cartridge may have contributed to difficulty in removing the device from tissue. Visual inspection of the instrument noted that the retraction knobs were partially retracted and the articulation lever was articulated to the first position to the left. It was observed that several internal components were protruding from the instrument where the tube housing meets the rotation collar. Engineering evaluated the instrument and determined that the instrument tube housing was broken. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the damaged instrument tube housing may occur due to over flexure of the reload while attached to the instrument. Additionally, the photos indicated that the instrument firing knobs were not fully retracted after firing the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.